Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not sending data to the emr. When they restarted the cns, the software would not load up automatically. Nihon kohden technical support recommended having the hard drives being replaced to resolve the issue. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was not sending data to the emr. When they restarted the cns, the software would not load up automatically. Nihon kohden technical support recommended having the hard drives replaced to resolve the issue. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: the complaint unit was returned and was evaluated under ticket (B)(4). Nihon kohden repair center (nk rc) was able to confirm the reported issue. The hdd of the device was re-imaged, and the software was updated to 05-13, which resolved the issue. A review of the history of the serial number identified no further reports of the issue after the hdd of the device was re-imaged. Based on the available information, a definitive root cause could not be identified. However, it is likely that the software was corrupted. Possible causes of software corruption are ungraceful exits, unexpected shutdown, and a failed/incomplete windows update.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not sending data to the emr. When they restarted the cns, the software would not load up automatically. Nihon kohden technical support recommended having the hard drives being replaced to resolve the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the bedside monitors were being used in conjunction with the cns, but no model or serial number was provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was not sending data to the emr. When they restarted the cns, the software would not load up automatically. Nihon kohden technical support recommended having the hard drives being replaced to resolve the issue. No patient harm reported.